Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Dr (B)(6) (gyn) stated that he utilized fetal pillow with a jehovah's witness patient who had a left side uterine extension with blood loss resulting in a hysterectomy and mom went to ICU and baby went to nicu. Patient suffered large uterine tear who ended up in the ICU and her baby in the nicu. 1216677-2022-00217 fetal pillow box of 6 fp-010, (B)(4).

Event description:
Dr (B)(6) (gyn) stated that he utilized fetal pillow with a jehovah's witness patient who had a left side uterine extension with blood loss resulting in a hysterectomy and mom went to ICU and baby went to nicu. Patient suffered large uterine tear who ended up in the ICU and her baby in the nicu. 1216677-2022-00217 fetal pillow box of 6 fp-010 (B)(4).

Manufacturer narrative:
Investigation : x-no sample returned . Analysis and findings: distribution history: the complaint product was purchased from vitalcare trading limited. Manufacturing record review: manufacturing record review is not applicable for this product. Incoming inspection review: iqc record-22-02-02-028 and iqc record-22-03-21-003 were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation : evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.